Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch select meter is giving inaccurate high reading of 201 mg/dl compared to the lab reading of 155 mg/dl. Reportedly, the patient hospitalized for hypoglycemia after the subject meter gave him inaccurate high results. The lifescan customer service made several attempts to obtain more information but the patient refused to provide the detail of the event. A patient reported blood glucose results of "201 mg/dl" with a lifescan meter and "155 mg/dl" on a laboratory device. It is not known what the time difference the alleged readings. Had the reading within 30 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the patient allegedly received medical intervention for hypoglycemia after the alleged inaccurate high issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.